Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The service center will continue to investigate this report to obtain more detailed information regarding the reported event. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. Manufacturing and quality control review was also performed for the affected lot and serial number found no non-conformities or deviations regarding the described issue. The instruction manual states to ¿visually inspect the product and make sure that it has no corrosion, no dents and no scratches. Inspect the ceramic insulation at the sheath s distal end before each use. Do not use the instrument in case of damage (e. G. Cracks fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. "

Event description:
The user facility reported the sheath's tip cracked off into pieces into the patients bladder during a procedure. The pieces were retrieved and the procedure was completed using a similar device. No patient injury was reported. In addition, the service center received a medsun report stating that while using the plasma button with stone forcep to remove bladder stones prior to transurethral resection of the prostate (turp), a black plastic piece broke off the sheath of the plasma button. The procedure was cystoscopy, vesical litholapaxy with evacuation of bladder stones, transurethral resection of prostate electrosurgical.